Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implant procedures, the iols develop sub surface nano glistenings and glistenings. Additional information was requested.